Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had air bubbles in their reservoir. Customer stated they would change their infusion set and attempt to clear the air bubbles, but larger air bubbles would appear. Customer's blood glucose was unknown. The customer stated the air bubbles would be as big as a third of the 30 units of insulin remaining in their reservoir. Customer stated they stored their insulin at room temperature. Customer's reservoir will be replaced. No additional information provided.